Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation also found scratch marks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to either a quality issue or the reprocessing method and/or the service life. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): before use, the product must be checked for the following (see also IFU, chapter 4.2.2 ¿specific inspection¿): any type of deformation, dents, cracks, deep scratches, defects in and at the insulation, dirt, corrosion, and labelling visibility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the jaws "hiq+" white part of the jaw on the product had white insulation that was worn on several products. There were no reports of patient harm.